Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. The transmission revealed post paced t wave oversensing. No intervention or additional information was reported.